Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10a06037 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for fungus in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2010, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The consumer stated that he was not sure how the patient contracted peritonitis and that a fungus was present in the patient's body. Treatment provided for the event was not reported. It was not reported whether the patient was discharged from the hospital. At the time of this report, the patient was recovering from the fungal peritonitis. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn. The nurse did not confirm the peritoneal effluent culture result, cause of the peritonitis, event outcome or medical history. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy.